Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) cannot be determined. The reported slda as noted by the physician, was attributed to patient anatomy (dilated left atrium and restricted septal leaflets) and the clip becoming caught in the anatomy. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat mixed tricuspid regurgitation (mr) grade 4. Xtw (lot: 50324r1117) was chosen for implantation. During positioning in the commissure, the clip interacted and became caught in the chordae. The clip was deployed on both leaflets with chordae. After deployment the clip detached from the septal leaflet. A xtw (lot: 50324r1013) was then chosen for implant. After deployment the anterior leaflet perforated. Third clip xtw (lot: 50324r1088) was inserted but it was decided to not risk further damage so the clip was removed and not attempted to be implanted. Procedure ended with tr unchanged grade 4.